Event description:
During a balloon angioplasty procedure, the physician requested a pta balloon to angioplasty a stenosis in the left common femoral artery. Instead of using an evercross pta balloon off the shelf, a visi pro 5mm x 57mm x 80cm balloon expandable stent was brought into the procedure. The product label identifiers were not noticed, nor was it reported that it was a balloon expandable stent until it was visualized under fluoroscopy after deployment. The visi-pro stent was deployed just proximal to the hip joint and when realized it was a balloon expandable stent, the decision was made to put a self expandable stent thru the visi-pro stent to keep it from fracturing and collapsing. The patient has been brought back for 2 follow up angio's since the incident and both stents are holding up fine. No clinically significant adverse events have ensued. A sample of evercross and visi-pro packaging were reviewed. The product name is visible on the front and two sides of evercross and visi-pro packaging. A visual image of the evercross and visi-pro is shown on the label on the top of the primary box. Additionally, the top label indicates the visi-pro is a balloon expandable peripheral stent system, and the evercross is a .035" otw pta dilatation catheter.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.